Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple error 1 messages with the meter. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 07/16/2015. Device evaluation: the meter has been returned to animas and evaluated on 06/29/2015 with the following findings: error 1 messages were observed in the meter records download. A 10 unit bolus was performed from the meter to test pump with no errors occurring. The complaint was verified in the meter records download but could not be duplicated during the investigation.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.